Event description:
The patient was scheduled for diagnostic angiography and pta of the left lower extremity. According to the procedural dictation, "we then wire selected the peroneal artery and a monorail balloon was passed in antegrade fashion with the intent of angioplasty in the proximal peroneal artery. The balloon could not be passed and ultimately, the distal 15-20 cm of the balloon sheared off of the balloon catheter." The portion of the catheter that sheared-off was snared and removed in its entirety.